Manufacturer narrative:
Although no adverse event was reported we have decided after internal risk assessment review to investigate the incident. Occurence calculation: note- total units sold and total complaints use 12 months from date even occurred. If date event occurred is not available use 12 months from event date in q-pulse. Calculation example occurred from: (B)(6) 2025 sales data: (B)(6) 2024 to (B)(6) 2025 p9 2024 to p8 2025 277 (20) + 240 + 1012 (20) + 3590 + 35 = 29,645 score: na severity: s0 complaints: 0 notes-no similar occurrence happened between (B)(6) 2024 to (B)(6) 2025, therefore scar will not be initiated. Narative: a medium-risk complaint was reported to the nca in relation to condensate observed in a catheter bag. No sample was available for investigation, but the customer has confirmed they will retain a sample if the issue recurs. An email acknowledging the complaint has been attached. Based on the available evidence[?]including the device history record (DHR), photos, and videos[?]the probable cause is attributed to user error. The complaint is being tracked accordingly, and no further action is required at this time unless additional occurrences are reported.

Event description:
Condensate in catheter bag when in use. No report of serious injury / harm to patient or user, no report of indirect harm, no report of required intervention to prevent permanent damage, no report of hospitalisation - initial or stay prolonged by 1 day or more, no report of serious injury, disability or permanent impairment, not reported as life threatening, no death reported.

Manufacturer narrative:
Although no adverse event was reported we have decided after internal risk assessment review to investigate the incident.

Event description:
Condensate in catheter bag when in use. No report of serious injury/harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life threatening. No death reported.